Manufacturer narrative:
The customer reported that a 20mm serrated blade broke in half while cutting the orbital area during a craniotomy distraction procedure. The position of the blade was angled facing distally towards the mandible. There was the possibility of injury due to the blade having sharp edges from the breaking as well as the broken piece being lodged in-between soft tissue (brain) and bone. The blade is available for return and for investigation. The patient medical history is crainosynostosis. The craniotomy distraction procedure was to correct the bones of the child's skull from growing together (fuse) too early. The procedure included implantation of external distractors for distraction osteogenesis. The sterile product number is mxc-blade-ls. The sterile product lot number is 202885. The blade component part number is e4007abc20. The blade component lot number is 051. The subject blade was examined visually and under a stereomicroscope. Based on direct observation of the blade, the lack of discoloration supports the user claim that there was limited use of the blade prior to failure. The failure spans the full-width of the blade and the location is aligned with the 10mm laser marking features. The failure also intersects the valley between two serrations on the blade edge. The laser marking features are consistent with previous revision of the blade (part number e4007abc20. Based on the location of the failure, there was stress applied to the blade in addition to ultrasonic stresses inherent to the vibrating assembly that exceeded the yield strength of the material as designed and manufactured. Specifically, when the serrations are placed under tension, near the laser-markings, there are points of elevated stress that were likely to be the contributing factors to the failure. Due to lack of additional evidence, it is unknown whether or not user misuse contributed to the failure. Trend analysis indicates that there is only 1 reported instance where part number e4007abc20 was returned due to a broken blade for a 12-month timeframe dating from september 12, 2015 to september 12 2016. A review of the device history record indicated test samples from the subject lot met all performance criteria and there were no deviations in the manufacturing records. The predominant failure mode of ultrasonic attachments is a partial or complete fracture, they do not shatter creating multiple un-retrievable fragments that would difficult to locate or remove. The complaint reported that the blade broken in half, verifying the predominant failure mode as a fracture. Because the surgical procedure is performed under surgeon's direct visualization and enhanced by loupe-fitted eyeglasses or a microscope, the instrument failure can be promptly identified. Furthermore, the system is design to emit "limit" alarms when the blades fracture, further communicating to the user that something abnormal has occurred. When the blade fracture, triggering the "limit" alarm, the device stop energizing the device. All surgical suites have access to x-ray equipment and in the event of a fracture, would be able to quickly any fragments by using such equipment. The fractured piece can therefore be found quickly and easily without any delay in the surgical procedure. The blades are shipped as sterile components, therefore the blade can replaced with a new one without delay in the surgical procedure. In the event, the bonescalpel couldn't be used to complete the procedure, surgical suites have access to alternative technologies that can be used without significant delay in treatment. The product IFU contains the following warning(s): breakage of ultrasonic tips will result in sharp edges that can be harmful to soft tissue even without activation of ultrasound. Tips can bend or deform before they actually break. Tips showing signs of deformation or cracking should be replaces immediately since tip breakage is otherwise imminent. Do not bend or twist the ultrasonic tips since it reduces the structural integrity and can result in tip breakage during use. Dispose of deformed or broken tips immediately in a sharps container. Ultrasonic tips can break under excessive use in extreme conditions, e.g. When cutting for extended duration in tight cavities with limited lateral motion. The tip could break into two or more fragments with the main fragment remaining attached to the handpiece. All fragments must be retrieved immediately from the surgical site. The fragments should be checked to ensure that no further pieces are missing. It is possible that a fragment is propelled outside of the surgical cavity. Diagnostic imaging, such as x-ray, must be used if a fragment cannot be found to confirm that the broken piece is outside of the surgical cavity. The surgical procedure included implantation of external distractors for distraction osteogenesis. In addition, during surgery, other metal medical devices are used. Contact of the ultrasonic tip with other metal devices during surgery can damage the ultrasonic tip and cause fracture. The product IFU contains the following note: contact of the ultrasonic tip or exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is not but it is recommended that a plastic suction tip should be used when in proximity of the probe tip. Conclusion: the reported event is described in the product's labeling in the form of warnings and notes. No new concerns of risk are identified. The frequency of occurrence is low. The residual risk is unchanged. The risk benefit ratio is unchanged.

Event description:
The 20mm serrated blade broke in half while cutting the orbital area during a craniotomy distraction procedure. The positioning of the blade was angled facing distally towards the mandible. There was the possibility of injury due to the blade having sharp edges from breaking, as well as the broken piece being lodged in between soft tissue (brain) and bone. The blade is available for return and further investigation. The sterile product lot number reported is 202885. The blade lot number of the returned blade is 051. No permanent or temporary injury was reported. Medical intervention was not required to prevent permanent or temporary injury.